Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event was confirmed via review of the controller log files, which revealed several occurrences of premature power switching prior to the 25% threshold. These premature switching events were most likely caused by a communication error between the controller and batteries. There is no apparent clinical cause for the reported event. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries. Heartware has opened an internal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
The report received indicated that the patient called to report power switching. The batteries were fully charged and attached at the time of the toggling power disconnect alarms. The patient performed a controller exchange as he was about to board a plane. He performed the exchange successfully with minimal pump off time. No further alarms were noted following the exchange. There were no reported consequences or impact to the patient. "Of note this patient has had almost all batteries swapped out due to this in the past few months." Investigation is ongoing.

Manufacturer narrative:
Additional information received stated that the issue was resolved with the controller exchange. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.